Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a missing battery, battery door, and cracked top case by tubing guides. During analysis, the customer's reported problem was not found or confirmed. History showed the customer used volume/time to program a 60ml syringe to deliver a set volume of 30ml over 30 minutes at a rate of 60 ml/hr. The pump delivered the syringe contents at the rate that was programmed by the user. Service performed regular annual preventive maintenance and all functional tests which passed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump was infusing low. No adverse effects were reported.